Manufacturer narrative:
A sample was not returned for evaluation. Without the broken sample, tensile testing of the sample to assess its tightness could not be performed. The supplier¿s in-process control contains tensile strength test of every batch of drains. Testing from retained sample from the same batch passed tensile strength test and the result was compliant within test specification. Based on testing and the information provided, the root cause cannot be determined.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported they had two incidents now that when removing the drain a piece breaks off and stays in the patient and they have to return to surgery for removal. No further information was provided.